Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.i.isp. It was reported that post to the procedure the medication leaked from the catheter and observed swelling under the patient's skin during heparin lock placement. Current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp m.r.I. It was reported that post to the procedure the medication leaked from the catheter and observed swelling under the patient's skin during heparin lock placement. Current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A kink was noted on the proximal portion of the attached catheter. A partial compound break was noted on the attached catheter approximately 5.3cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be jagged. Both regions were partially attached in the center. The surface was noted to be round/smooth in both regions. Upon infusion, a leak was observed from the partial compound break on the attached catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter fracture, catheter wear and deformation issues. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.